Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 04/28/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2014 with the following findings:visual inspection revealed that the battery compartment was cracked at the threads. The returned battery cap was able to attach to the pump and no power issues were observed. (B)(6).